Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an under delivery and customer experienced high blood glucose level. Customer¿s blood glucose was 20 mmol/l at the time of incident. Customer¿s current blood glucose was 14.4 mmol/l. Customer reported that they treated with insulin pump. Customer was alleging the insulin pump because the customer had high blood glucose level. Troubleshooting was done for high blood glucose level and under delivery. The insulin pump will not return for the analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing. Device passed the delivery accuracy test at 0.08715 inches.